Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced insomnia ("insomnia"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced intra-abdominal haemorrhage ("non menstrual abdominal bleeding"), abdominal pain ("severe abdominal pain/ cramping"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage and abdominal pain had not resolved and the genital haemorrhage, hot flush, insomnia, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, insomnia, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was investigating her options for removal of the essure devices. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirming full occlusion of fallopian tubes. On (B)(6) 2009, essure confirmation test was performed. Results came back normal. Most recent follow-up information incorporated above includes: on 9-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced insomnia ("insomnia"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced intra-abdominal haemorrhage ("non menstrual abdominal bleeding"), abdominal pain ("severe abdominal pain/ cramping"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage and abdominal pain had not resolved and the genital haemorrhage, hot flush, insomnia, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, insomnia, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was investigating her options for removal of the essure devices. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirming full occlusion of fallopian tubes. On (B)(6) 2009, essure confirmation test was performed. Results came back normal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment has been done. Event device ineffective was removed as hysterosalpingogram results: confirming full occlusion of fallopian tubes. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included overweight. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced insomnia ("insomnia"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced intra-abdominal haemorrhage ("non menstrual abdominal bleeding"), abdominal pain ("severe abdominal pain/ cramping"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage and abdominal pain had not resolved and the genital haemorrhage, hot flush, insomnia, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, insomnia, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was investigating her options for removal of the essure devices. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirming full occlusion of fallopian tubes. On (B)(6) 2009, essure confirmation test was performed. Results came back normal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: case was upgraded to serious incident. Event pelvic pain was marked with intervention required. Event genital haemorrhage and intra-abdominal haemorrhage were updated to non serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.